Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011. The fse inspected the instrument and found a crack on plug on top of the waste sump canister lid. As a result, the system was experiencing a loss in vacuum that was preventing proper suction at the cap piercer. When the cap piercer was primed or washed, the liquid would rise to the top of the manifold that holds the wick. The fse replaced the part and issue has been resolved. Hardware is the root cause for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) and reported that the wash cup for the piercer blade is overflowing on unicel dxc 800 pro synchron clinical systems. A customer technical support (cts) advised customer to disable the piercer and run without caps. Customer was wearing personal protective equipment (ppe). No injury was reported on this issue.